Event description:
The biomedical engineer from the hospital reported that during a coelioscopy at the level of the vesicle (setting pressure=12 mmhg max; flow rate=4 l/min), the surgeon noticed that, after several seconds, the abdomen was full of gas but the display pressure was 0 mmhg. Then, abruptly, the pressure displayed by the device was 33 mmhg and there was an alarm. The patient had a short bradycardia. No delay reported. The patient has no after effect. No other incident occurred with this device during this surgery.

Manufacturer narrative:
Additional information will be provided once investigation is completed.